Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the steps taken to resolve the implant 'malfunctioning' were "program 4, 3.8 on (B)(6) 2021." They then made an appointment with their healthcare professional, and the battery had been turned off, per doctor's orders, until the patient's appointment on (B)(6) . They noted that "possibly body over-stressed from procedure [they] had done in may." They noted that nothing else was known at this time, and the issue was not yet resolved, but they would have further evaluation on (B)(6) .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had had pain at the ins site in their right buttocks for about the last four or five days. They did not recall any falls nor traumas, but stated they had had three procedures (not alleged related to device/therapy), including ablation, and most recently an epidural injection of contrast, bupivacaine and methylprednisolone, at "l4, l5 and l5, s1." They noted they had previously spoken to the manufacturer about ablation guidelines and it was not recommended, but the patient's physician performing the procedure did not think it was a problem. The patient was redirected to their healthcare provider to further address the issue. The patient ended the call, as their managing physician's office was calling them back.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they didn't know if the ins was malfunctioning. They reported they had an ablation and since the ablation their symptoms have returned. The patient said they told the health care professional (hcp) to call for guidelines but the hcp said they didn't feel they needed to call. The patient reported they couldn't make it to the bathroom during the day and they were wetting the bed at night. The patient said they increased stimulation to where they could feel it but their symptoms didn't improve. It was noted that the patient said would try a different program for a week and if symptoms didn't improve, they would follow up with their hcp to check the device and to further address the issue.